Event description:
This was a left heart cath and renal diagnostic case through the right cfa. Calcification and severe scarring were observed, but no tortuosity. The physician connected the device to the latchwire (lw) and performed the pull test. The procedure proceeded as planned until device removal when it was noted that the lw was no longer connected. Manual compression was applied to the access site. The physician decided to remove everything and access the left groin to snare the lw in the right cfa. The physician attempted to access the left groin, but pulses were faint and he returned to re-access the right groin and snare the lw through an 8f sheath. The lw was retrieved and manual pressure was held until hemostasis achieved. The physician then accessed the same groin with a 6f sheath, proximal to previous sheaths (no scarring). He noted stenosis of the left common iliac artery, which explained the faint pulses on the left groin. At the end of the procedure, the physician removed the 6f sheath and held manual compression. On a side table, he attempted to connect the lw to the device but the two components separated. The pt was discharged the following day and recovered without further sequelae.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device confirmed the narrative of the complaint. The latching components were damaged, specifically, the tab was partially straightened, the distal end of the nla opposite the tab appeared damaged, and the latchwire was kinked. There were no cracks on the tab and latch itself was damaged. The nla was observed to be bent. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions: therefore, no update is required. Based on the analysis completed, the latchwire appears to have separated from the device because the tab may have been damaged during use. Further, based on the damage observed to the nla it is believed that the tab was straightened during use. The probable root cause, based on available info, is straightening of the tab during latchwire insertion into the distal end of nla, which resulted in detachment of the latchwire. A corrective and preventive action (CAPA) has been opened to continue the investigation into this event.